Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced "dizziness, "slurry speech", and was unable to self-treat, requiring admission to the emergency room (ER). In the ER, customer received third-party treatment of insulin injection (type/does unspecified) by a healthcare professional for a diagnosis of hyperglycemia and was prescribed semglee insulin and ozempic insulin. Customer was unable to self-treat and was treated with glucose gel by third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.